Event description:
It was reported that when using a rotating hemostatic valve (rhv) from the guidewire (gw) accessory kit, a leak of contrast was noted at the connection. Therefore, the rhv was replaced with a new rhv. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported difficulties; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.